Manufacturer narrative:
The insert ot4 arrived on 05/13/2010 at mectron for investigation. The insert was broken off but we found the fragments. According to the dentist's complaint the insert had to be surgically removed at the implant site from a buccal approach. The pt has not reported any damage. The lot number of the insert is 12/08 corresponding to the manufacturing date: december 2008. The returned insert was visually inspected and no abnormalities were noted (no scratching and deformation were found on the broken insert that could trace the breakage back to a material crack/defect). The date contained in the casting certificate relative to the material by which the subject insert lot was manufactured are in conformity with the insert design requirements. Several factors may contribute to the insert breakage such as an excessive pressure applied, a correct technique and leverage made with the insert during the osteotomy. All of these factors may create stress on the insert material and affect the durability of the insert. Based on the received info and the condition of the returned insert, it cannot be demonstrated that the event was caused by use. See scanned pages. Additional info from the importer report: (B)(4): ot4 insert tip - accessory to piezosurgery bone cutting device; (B)(6).

Event description:
(B)(4): "during a pilot osteotomy axis surgery preparation, a piezosurgery ot4 insert tip fractured, leaving the tip wedged into the base of the osteotomy near the sinus floor. The tip had to be surgically removed at the implant site from a buccal approach".